Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. In addition, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. The customer's blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump as well as performed a cartridge change to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.